Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was not observed during evaluation of the device. The device was subjected to functional testing, including 30j readiness and manual self-test, that resulted in no discrepancies found. Review of the log shows that the device had expired pads connected when performing the self-test. The electrodes were not returned for testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.